Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint ¿broken/loose cable¿. Failure analysis found the primary failure of broken/loose cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. In addition, the instrument was found to have a derailed yaw cable at the distal end. The yaw motion may be non-intuitive as a result. Root cause of this failure is attributed to a component failure. A review of the instrument log for the permanent cautery spatula part# 420184-14/n11200504 658 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). There were 3 uses remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.